Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a defective downstream occlusion (dso) sensor was found as it was alarming high pressure at psi levels below the norm (pump alarmed at 14 psi while the conform range is 18-34 psi). The defective dso sensor was replaced to fix the issue.

Event description:
It was reported that the device gave a recurring high-pressure alarm. It is unknown if there was patient involvement and unknown patient harm.